Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a clogged sub-water inlet. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5 and h6 (health effect impact code has been corrected to 2645 - no patient involvement). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of clogged sub-water inlet was confirmed. Additionally, during device evaluation, it was found that the nozzle had foreign material. Based on the results of the investigation and the information provided, the foreign material could not be identified. It was confirmed that the foreign material residue point was not deformed. Reprocessing at the auxiliary water channel outlet was not conducted in accordance with instructions for use (IFU) while reprocessing was conducted properly at the nozzle. The root cause of the foreign material remained in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection" and the prevention method in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.